Event description:
The physician advised that the cook captura serrated large forceps with spike seemed to tear the tissue where the biopsy was targeted during the esophagogastroduodenoscopy (egd). She concluded after a review with fellow colleagues at the unit, that the biopsy forceps caused a hematoma. Out attempts to collect additional information regarding patient outcome were unsuccessful. While the complaint did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonable suggest the patient was adversely impacted.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause of the reported observation could not be determined. The size of tissue sample or biopsy to be excise can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while suing slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Instructions for use warning: these single-use forceps should only be used to biopsy tissue where possible bleeding or hemorrhage will not present a danger for patients. Adequate plans for management of potential bleeding or hemorrhage and appropriate airway management should be in place. Prior to distribution, all captura serrate large forceps with spike are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.